Event description:
It was reported that the lead impedances of this right ventricular (rv)) lead were high and out of range, measuring at 2699 ohms. It was noted that the impedances have increased by 200 ohms since the last follow up check. Technical services (ts) were consulted and discussed that according to the lead system guide, the typical range for this model is between 450 - 1800 ohms. The device allows for programmability in the range up to 3000 ohms. At the time of the related pulse generator replacement in (B)(6) 2022, the rv impedance was 2200 ohms according to data in latitude (remote monitoring). The trend has continued to increase gradually and in the past year is now 2500 ohms on average with an outlier of up to 2900 ohms in late (B)(6) 2024. In terms of additional measures to assess lead integrity, sensing is sporadic yet consistent with historical measurements, and pacing thresholds are stable over the past year. The presenting electrogram confirms that the rv channel is clean/artefact free with no events recorded aside from threshold tests in the past year. It was suggested from the ts consultant that the physician could elect to continue monitoring the patient, with the acknowledgement that once the impedances reach over 3000 ohms, the impedance diagnostics would not be available. Since the patient is on latitude monitoring, additional rv lead integrity alerts are programmable if so desired. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.